Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported complaints appear to be related to operational context. There was no leak noted to the balloon during preparation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the moderately calcified anatomy resulting in the reported difficulty advancing the device and subsequently the balloon ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that device preparation of the 3.5x12 mm nc trek neo was performed in accordance with the instructions for use, and no issues were encountered. For predilatation, the nc trek neo balloon was advanced to the moderately calcified and tortuous, right coronary artery. Resistance was encountered with the lesion site during advancement to the target lesion. The balloon ruptured during the initial inflation at 3 atmospheres. As a result, the nc trek neo was removed from the patient. The procedure was continued using another nc trek balloon. There were no patient adverse events, and no clinically significant procedural delays were reported. No additional information was provided.